Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit requires safety disk replacement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to resolve the issues, the fse replaced the safety disk. The battery issue was resolved by properly reconnecting the console and the cart, the battery was not replaced. The fse then ran and passed all performance and function tests. The unit was cleared for customer use.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit requires safety disk replacement. It was also reported that the batteries do not remain charged as soon as they are disconnected from the charger. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit requires safety disk replacement. There was no patient involvement.